Event description:
Mic discrepancies with rapid pos combo 1 with qc and clinical isolates. This issue has been associated with a dade behring conducted recall for microscan rapid pos broth inoculum broth, lots 050905a-1, 051605a-1, 051605a-1, 052305a-1 and 052805b-1 that took place in january 2005.